Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI #:(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: porous cr nexgen femoral catalog # 00597201601 lot # 63181287. Molded cr-flex nexgen art surf catalog # 90597005010 lot # unknown. Nexgen trabecular metal standard primary patella catalog # 00587806541 lot # 62836943. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-04042, 0001822565-2019-04043. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, the patient is experiencing pain, instability, an internal pinching sensation and a feeling that something cold is running through his knee. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.